Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level of 575 mg/dl. With moderate ketones. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.